Event description:
Complainant stated implanted device has deteriorated portion of her cheek bone. She stated that approximately 3 years ago she developed facial pain and swelling in the cheek where the device had been implanted. Approximately 2 months ago an infection came through the skin on the l side at the cheek bone. The implants were removed approximately 2 weeks ago and it was found that the implants had deteriorated part of the cheek bone.